Event description:
A biomed technician called technical support reporting that a nurse had complained the uf profile feature of the machine was not working correctly. Instead of the uf rate decreasing as the treatment progressed it increased. She alleges this caused the patient to cramp which required the uf rate to be lowered. Treatment outcome and additional patient information is unknown at this time.

Manufacturer narrative:
Based on the information provided, it is unknown how the alleged device malfunction may have caused or contributed to the patient complication. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported allegation of device malfunction. A supplemental medwatch report will be submitted upon completion of the investigation.